Manufacturer narrative:
The field service rep determined there was a faulty water inlet degasser. He replaced the absorbance rotor belt, photometer shutter and optics. He adjusted the rotor initialization position and workstations. He cleaned and lubricated the workstations and rotor, decontaminated the fluid system, checked the tubing for proper flaring, checked all the fluidic valves for proper operation, replaced the 250 ul syringe tips,cleaned the probe wash reservoir, replaced the waste pump for the probe wash reservoir, water degasser and pump. To verify the analyzer performance, he performed a precision check.

Event description:
It was reported that the insulin pump alarmed motor error. The reported blood glucose reading was 467 mg/dl. Troubleshooting was performed. The displacement and self tests passed. Nothing further was reported.

Event description:
The user experienced issues with low pt sodium and potassium recovery occurring sporadically for about 1.5 to 2 years for multiple pt samples. The serum samples were in cryovials on top of 13 x 100 mm tubes. It was noted the user was freezing, thawing, vortexing and centrifuging the samples several times. The discrepant results would occur "on the second or third thaw and would be about up to 5 times in 60-100 samples". The samples are for research, but the data can be used to make changes in the pt's treatment. The following pt data was provided which was discrepant. The unit of measure for sodium and potassium is mmol per l. Samples 1 and 2 were drawn (B)(6) 2009 and tested (B)(6) 2009, (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009. Sample 1 potassium results: 3.8, 4.1, 3.8, 4.4. Sample 2 sodium results: 132.9, 137.5, 135.6, 140.6. Samples 3 through 38 were drawn between (B)(6) 2009 and (B)(6) 2009 and were tested (B)(6) 2009, (B)(6) 2009 and (B)(6) 2009. Sample 3 potassium results: 3.3, 3.6 and 4.0. Sample 4 potassium results: 3.3, 3.5, 2.9 and 3.9. Sample 5 potassium results: 3.6, 3.2, 3.8 and 4.2. Sample 6 sodium results: 131.0, 113.4, 133.4. Sample 7 sodium results: 117.4, 126.8, 132.3. Sample 8 sodium results: 125.3, 129.1, 134.5. Sample 9 sodium results: 109.4, 119.5, 133.3. Sample 10 sodium results: 118.5, 126.5, 130.5. Sample 11 sodium results: 116.7, 132.5, 137.9. Sample 12 sodium results: 126.7, 130.5, 135.0. Sample 13 sodium results: 129.6, 113.0, 133.8. Sample 14 sodium results: 131.6, 124.2, 129.0. Sample 15 sodium results: 133.0, 120.2, 129.1. Sample 16 sodium results: 134.3, 127.3, 129.0. Sample 17 sodium results: 119.2, 125.1, 101.4 and 145.7. Sample 18 sodium results: 119.9, 100.7, 122.3 and 139.8. Sample 19 sodium results: 131.0, 121.3, 126.4. Sample 20 sodium results: 133.1, 129.7, 134.9. Sample 21 sodium results: 136.3, 116.0, 137.1. Sample 22 sodium results: 136.0, 130.7, 132.2. Sample 23 sodium results: 137.4, 118.9, 124.2 and 139.7. Sample 24 sodium results: 135.9, 133.2, 129.8. Sample 25 sodium results: 134.8, 127.3, 132.4. Sample 26 sodium results: 135.7, 126.7, 134.0. Sample 27 sodium results: 136.5, 131.3, 131.4. Sample 28 sodium results: 134.2, 127.6, 134.1. Sample 29 sodium results: 132.5, 127.2, 129.1. Sample 30 sodium results: 134.2, 127.6, 130.2. Sample 31 sodium results: 133.7, 130.6, 136.1. Sample 32 sodium results: 138.6, 130.6, 137.7. Sample 33 sodium results: 138.8, 132.6, 137.5. Sample 34 sodium results: 139.9, 134.2, 135.1. Sample 35 sodium results: 135.2, 133.1, 138.9. Sample 36 sodium results: 130.6, 134.4, 139.1. Sample 37 sodium results: 134.0, 141.1, 141.1. Sample 38 potassium results: 4.2, 3.8, 3.9 and 4.4. No erroneous results were reported.

Manufacturer narrative:
An application or reagent issue was excluded during the investigation. No product malfunction was observed. Sample carry-over due to inappropriate sample preparation appears to be the most likely cause. Inappropriate sample preparation appears to be the most likely cause. Instrument within run precision is acceptable. No adverse events were reported.